Manufacturer narrative:
The cobas 8000 e 801 module serial number was (B)(6). The investigation is ongoing.

Event description:
We received an allegation about discrepant results for 3 patients' samples tested with elecsys troponin t hs assay on a cobas 8000 e 801 module. Patient 1: initial troponin t hs result: 16.6. Initial troponin short turn around time (stat) result: 4.58. 1st and 2nd repeat troponin t hs results: <5. Repeat troponin stat result: 3. Patient 2 was tested on (B)(6) 2026: initial troponin t hs result from the cobas 8000 core unit: 15.5 ng/l (positive). Initial troponin stat result: 5.4. 1st repeat troponin t hs result: 6 (negative). 2nd repeat troponin t hs result from the cobas 8000 core unit: 5.2 repeat troponin stat result: 5.64. Patient 3 was tested on (B)(6) 2026: initial troponin t hs result: 16.2. Initial troponin stat result: 5.86. Repeat troponin t hs result: 5.2. Repeat troponin stat result: 4.68. The unit of measurement was not provided.